Event description:
Airshields infant warmer rental unit overheated while in use. Kept alarming off (pt's temp slight increase 38 degrees c). Staff worked with equipment and changed temp probe but no response. Pt placed in different warmer and pt's temp was fine.